Event description:
Spacelabs received a report that on (B)(6) 2015 at 12:03 a.m., a telemetry central monitor model 91387-38, telemetry transmitter model 91343 and telemetry receiver module model 90478 failed to generate an alarm for a nine beat run of ventricular tachycardia (vtach). No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database was provided by the customer for review by a spacelabs software lead engineer. The reported event which the customer observed at 12:03 a.m. Did not meet the criteria for a vtach alarm, thus no alarm was generated. Several of the beats in this nine beat event were interpreted by the ECG algorithm (contained in the receiver module) as artifact due to unusual timing, shape and/or slope. Consequently, these beats were disqualified by the ECG algorithm logic and the criteria for alarm were not met. The product worked as designed. This report is considered final and the issue closed.